Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. The customer changed the battery and did the rewind and received the alarm again. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was unable to complete the rewind sequence. Blood glucose value was 186 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed the basic occlusion and displacement tests. No motor error alarm noted. Device was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window.